Event description:
It was reported that during surgery, the proximal corner of the implant broke. The surgeon retrieved the broken piece and disposed of it. The remainder of the implant was used in the patient. There was less than one minute delay in the case and no patient impact.

Manufacturer narrative:
Examination of the implant is not possible since a portion remained in the patient and the other was discarded at the hospital. No conclusions can be made from the information available. There were no indications of manufacturing, product, or system discrepancies or deficiencies, therefore the need for further action is not indicated. This is the final report that will be submitted associated with this incident and device.